Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 02/26/2025, that on (B)(6) 2025 the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2025, which is off-label usage of the device. Date of event is an approximation. On 02/18/2025, it was reported that the patient experienced a skin reaction with infection on the needle puncture site, which occurred 3 day after the sensor had been inserted in the arm. The reaction was treated with IV antibiotics and oral prescription of antibiotics 4 times a day for 5 days. At the time of the report the patient was recovered. No additional event or patient information is available.